Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and the physician then began to check the release criteria. While checking the release criteria it was noted that the closure device had become detached from the core wire. The physician left the device implanted in the laa where it had been deployed. There were no patient complications as a result of this event. The patient has since been discharged from the hospital doing fine.

Event description:
It was reported that the device became detached from the core wire. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient and the physician then began to check the release criteria. While checking the release criteria it was noted that the closure device had become detached from the core wire. The physician left the device implanted in the laa where it had been deployed. There were no patient complications as a result of this event. The patient has since been discharged from the hospital doing fine. It was determined that this report is a duplicate of MDR report number: 2124215-2022-35946.